Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found both tamper seals broken, the case bottom gasket damaged, and the plunger head cracked by the screws. A review of the event history log found motor not running in the history. Functional testing was performed using an occlusion test which was able to duplicate the reported problem. The occlusion test found motor not running and motor rate sensor reading constantly false. The reported problem was a combination of a defective u29 sensor on main board, and normal wear of motor assembly, lead screw and both clutch halves. The root cause of this failure was unable to be determined. To resolve the reported problem, the main board u29 sensor was replaced along with the old style motor mount, teflon washers with the delrin washer, worm coupling, worm gear, lead screw and both clutch halves.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.